Event description:
User reported a problem with calcium pt results which were unstable, going from low to high. They received discrepant calcium results for six pt samples, when compared to repeat results from another integra 400 plus analyzer. Results were obtained from serum sst tubes and same tube was used on both integra 400 plus analyzers. The following two pt examples were discrepant: sample 1, initial 9.4; repeat 10.3 mg/dl. Sample 2, initial 11.4; repeat 10.2 mg/dl. User said results were not released therefore, pt(s) were not treated based upon erroneous results. The field service rep determined the wash station was dirty due to a problem with the waste pump. He replaced the waste pump, cleaned the wash station, and replaced the drain plugs. To verify analyzer performance check tests, calibration and controls were run and results passed.